Manufacturer narrative:
Investigation: the complaint was investigated for system stall when making mode changes with z6ms probe. In this case, based on the description, log review of the issue, engineering confirmed that the cause of this issue is an error in the design of the connection of the auxiliary (aux) ECG input of the common physio module (cpm). The logs showed cpm sync issues and intermittent shutdowns. There are two sources causing this issue. The first source is that the ground connection between the cpm and the aux connector had a small gap that caused the ground not to be properly connected. The second source is that high frequency noise was coupled to the ground line in the aux cable. These made the cpm more susceptible to electrical noise from sources such as the bovie knife used in the operating room. The electrical noise interrupted the communication between the cpm with the rest of the sc2000 system. Complaint reference #: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a interventional cardiac surgery. In the middle of the surgery, it was noticed that the ultrasound system stalled when the transducer was used with different imaging modes. The electrocardiogram (ECG) also appeared to have stopped or flatlined. The user rebooted the ultrasound system and changed to echocardiogram but the same phenomenon occurred. The user replaced the ultrasound system with a different but similar device to repeat and ultimately complete the surgery. The user did not replace the transducer. There was a delay of 20 minutes while the system was rebooted and to exchange from ECG to echocardiogram. There was no loss of data and there was no patient adverse event reported. No additional information was provided.